Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine check, one measurement of high, out of range hv lead impedance on the rv-can vector was observed. The physician initially turned off alerts for hv lead impedance, but later turned it back on about one month later when normal hv lead impedance was observed again. The lead remains implanted. The patient will be monitored more frequently than before.